Event description:
The patient underwent breast reconstruction with latissimus flap and silicone implant 4 and 3 years ago in the right and left breast respectively. Four months ago, the patient noted breast asymmetry and ptosis bilaterally. Approximately one month ago, the patient underwent bilateral implant exchange. When removing, it was noted that the right breast implant had ruptured. No irregularity was discovered in the capsule, and the procedure was completed successfully.